Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection of two images of an egia60amt and two images of a staple line noted the jaws of the reload were open. Staples were protruding from the 3cm cut line. Staple pushers were protruding from the distal end of the staple line. Blood was pooling around the staple line. An unformed staple was protruding from the staple. It was reported that the reload experienced partial firing, some staples were left open at the transection line. The tissue remained sealed with moderate hemostasis. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle (serial#: unknown), sigadaptstnd, sig power sigadaptstnd linear adapter (serial#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a sleeve gastrectomy procedure, the reload experienced partial firing, some staples were left open at the transection line. The tissue remained sealed with moderate hemostasis. The device was replaced, and the same handle and shaft were used to achieve a successful firing without further problems. No patient complications have been reported as a result of this event.